Event description:
Upon opening of a tm acetabular augment (size 58), prior to surgery, the surgeon observed that the inner tyvek pouch was compromised (i.e., there was a hole through the plastic). Additionally, the surgeon noted that the surgery time was delayed 2 hours.

Manufacturer narrative:
Investigation is in progress.